Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage/blood loss/bleeding which did not require treatment. The customer reported the event involved product(s) mmt-7040b. The customer reports receiving a sensor updating /sg value not available alert and a calibration not accepted alert. Advised to replace the sensor as behavior has been occurring longer than 3 hours. The customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was 55 mg/dl, and the blood glucose value was 150 mg/dl which was outside of the acceptabe range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The customer reported blood at the site. No further patient complications were reported. No product return was required for mmt-7040b.